Manufacturer narrative:
The insulin pump communicated properly with the blood glucose meter. No unexpected reset to factory default noted during testing. Unit passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus and basal delivery and motor position encoder error alarm was confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the unexpected restart error test due to motor error alarm. The insulin pump had scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received motor position encoder error alarm. The customer's mother stated that the settings were erased. The customer's blood glucose was 401 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the drive support cap appeared normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.